Event description:
It was later reported that x-ray on (B)(6) 2020 showed pleural effusion and the patient underwent diuretic therapy with torasemid. The patient was also treated with intravenous catecholamine therapy with dobutamine and norepinephrine. Additionally, the patient's hemoglobin on (B)(6) 2020 was noted to be 6.6 grams/deciliter and the patient underwent a blood transfusion.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported outflow graft kink was confirmed through the evaluation of the submitted image. A specific cause for the outflow graft kink could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The account submitted an image which appears to show a sharp bend/kink in the outflow graft just beyond the terminus of the outflow graft bend relief. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2016. The implant kit was shipped with heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the heartmate 3 lvas IFU lists bleeding (perioperative or late) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink was confirmed through the evaluation of the submitted image. A specific cause for the outflow graft kink could not be conclusively determined through this evaluation. The account submitted an image which appears to show a sharp bend/kink in the outflow graft just beyond the terminus of the outflow graft bend relief. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that it was unclear whether the patient's hydropic decompensation was related to the outflow graft problem. Kinking of the outflow graft was severe. The patient underwent surgery for outflow graft shortening with extracorporeal life support (ecls). The patient was discharged home in good health.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had kinking of the outflow graft and hydropic decompensation. Echocardiography on (B)(6) 2020 showed no abnormalities. Electrocardiogram (ECG) on (B)(6) 2020 and pacemaker ECG laboratory assessments on (B)(6) 2020 showed no abnormalities. X-ray on (B)(6) 2020 showed regressive pleural effusions. The patient was hospitalized and underwent surgery. The event reportedly resolved on (B)(6) 2020.